Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, urinary problems, recurrence, and bleeding. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urinary frequency, and dysuria.

Event description:
It was reported that following insertion the patient experienced urinary tract infection, urinary frequency, and dysuria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced dyspareunia, infections, depression, and anxiety.

Event description:
It was reported that following insertion the patient experienced pain, dyspareunia, infections, depression, and anxiety.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced hematuria.

Event description:
It was reported that following insertion patient experienced hematuria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. Concomitantly the patient underwent an exploratory laparotomy, and bilateral salpingo-oophorectomy. The patient had resection of exposed tension free vaginal tape by implanting surgeon on (B)(6) 2005 due to mesh exposure, vaginal itching and burning. The patient underwent additional surgery on (B)(6) 2009 for cystocele repair and recurrent stress urinary incontinence during which patient had mesh removed and placement of transvaginal sling. No product information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.